Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that there was difficulty filling the reservoir. The pt had a 40ml pump, but during the last two refills, the health care professional was able to only fill 25ml. There was no problem aspirating the pump. The type of medication being administered via the pump was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.